Event description:
Pt presented with an angulated aorta and a tight distal aorta. While attempting to deploy a bifurcated device, a wire wrap occurred; physician advanced and twisted the delivery system to resolve. The limbs were exposed per standard procedure. The physician was unable to advance the pusher rod to deploy the main body of the stent graft. The amplatz superstiff guidewire was retracted and re-advanced to check for kinks in the wire; and there were none. At this point, the physician wanted to remove the device. The delivery system was advanced again to flip up the contralateral limb and the delivery system was twisted a few times in order to create a wire wrap to tighten the limbs to the delivery system for ease during retraction. The delivery system would not come through the tight distal aorta. The patient was converted to open repair and tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event. Engineering evaluation of returned device confirmed severe twisting of device damaged inner components, preventing deployment.